Event description:
It was reported that the patient experienced increased baseline pain, spasms and urinary tract infection. Per healthcare provider (hcp), patient was stable, alert and oriented; it was unknown when the symptoms began. Hcp prescribed baclofen, im and oral, and instructed patient to go to the hospital to get the pump interrogated. Hcp did not think the pump was working. Patient went to the ER where the pump logs were checked and they did not show any issues. The reservoir volume had not been checked as of the date of this report. Patient planned to see the managing hcp the following day. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8709, lot# l78417, implanted: (B)(6) 2000, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).